Event description:
The patient wore a vibrating respiratory vest. The vest caused the skin to wear away and expose the pump. The patient had drainage, incisional wound opening, and pain at the pump pocket. The pump was removed and replaced with a new pump on the other side of the patient. The patient's status was reported as "no injury". The device system was delivering baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).